Event description:
Patient underwent excision of cyst on scalp. Area prepped with alcohol based solution. Patient draped as per protocol. Bovie sparked and then ignited. Fire was immediately put out. Patient sustained first and some second degree burns to upper back and neck.